Event description:
It was reported that the patient had a gram negative bacteremia infection and vegetation was noted on the left ventricular lead. The patient's blood cultures remained positive despite antibiotic treatment. The lead was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the analysis performed revealed no anomalies. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0185, competitor implantable pacing lead, (B)(6) 2006; 4470, competitor implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.